Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165.  This CAPA identified complaints categorized as "other" events were incorrectly assessed for reportability, and therefore were deemed not reportable to the competent authorities.  Please disregard h10 statement made in follow up #1.

Event description:
N/a.

Manufacturer narrative:
Retraction MDR after further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the iabp unit had generated a maintenance required code #1 which was later reported to have occurred during use on a patient and related to the system failure. The iabp unit failed the k6, k6a, k7, and k8 leak tests. The fse replaced the drive manifold and noted that all tests passed. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing performed by the customer's biomedical engineer, the cs300 intra-aortic balloon pump generated a system failure while pumping with a trainer and test balloon. There was no patient involved and no adverse event was reported.